Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site. The bulb was replaced as it was time to be changed, the instrument was decontaminated and other necessary maintenance was completed. Calibration and qc were acceptable. On (B)(6) 2020, after the service action was performed, the sample was repeated on the integra 400 plus in question and the result was 5.31%. The specific cause of the event could not be determined, however, the maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1c gen.3 (a1c-3) on a cobas integra 400 plus instrument. The initial result from the integra 400 plus in question was 10.67% with a data flag. This result was reported outside of the laboratory and questioned by the patient. On 30-nov-2020 the sample was repeated on a different integra 400 plus instrument with a result of 5.54%. The repeat result was believed to be correct based on the patient¿s condition. The a1c-3 reagent lot number was 45236501 with an expiration date of 31-jul-2021.